Event description:
Additional information: it was reported that the patient had switched physicians who were filling the pump; the filling issues began at that time. The health care professional filling the pump had tried to reposition the needle to troubleshoot the filling issue, but it did not appear to help. The patient had been experiencing increased spasms prior to the revision, but since the revision, there had been no issues. The patient was not due to be refilled again until (B)(6) 2013.

Event description:
Additional information received reported that a catheter revision was done. As previously reported, heavy resistance was met upon aspiration of the pump, an x-ray was performed. It was found that the catheter was kinked. A catheter revision/replacement was done on (B)(6) 2012. There were no issues with the pump. It was reported on (B)(6) 2012 that the patient was receiving effective therapy catheter implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was unable to fill the pump reservoir to its capacity. There were no issues aspirating the pump. It was further added that this had happened with the last four refills; they were only able to fill the pump with 35 ml. It was stated that a reservoir locked procedure was done in the past with no success. Reservoir volumes had been accurate at each refill. Patient was asymptomatic. Hcp was considering a lateral x-ray of pump to check symmetry of bellows. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported an x-ray was performed and revealed catheter displacement. Surgery was planned regarding the catheter.

Manufacturer narrative:
(B)(4).